Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A certified ophthalmic technician reported the flap thickness was different than the set value following corneal flap creation of the left eye. There was no harm to the patient. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).